Manufacturer narrative:
Reported event: an event regarding disassociation involving an other hip liner was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicates that it has disassociated; presence of damage consistent with implantation/explantation and time implanted. Dimensional inspection: not performed as the device was returned damaged. Functional inspection: not performed as the device was returned damaged. Material analysis: material analysis is not performed as disassociation is not related to material integrity issue. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to due to disassociation of the liner from the femoral head. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the inner bipolar component from the outer component of a constrained liner. The liner and femoral head were revised to another constrained liner and femoral head. There are no allegations against the revised head. Rep confirmed that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the inner bipolar component from the outer component of a constrained liner. The liner and femoral head were revised to another constrained liner and femoral head. There are no allegations against the revised head. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.